Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 18.0 diopter intraocular lens was explanted due to patient receiving a ''wrong power lens''. No further information was provided.

Manufacturer narrative:
Through follow-up it was learned that the lens was implanted on (B)(6) 2017 and explanted (B)(6) 2017. The lens was explanted due to the wrong power for the patient. It was also reported that the patient had an unexplained refractive error. There was no mislabeling issue of the power and there was no other visual issues. The lens was replaced with the same model lens with a higher diopter. There was no incision enlargement or vitrectomy. The patient is doing well. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(6). Device available for evaluation ¿ yes, returned to manufacturer on 08/10/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in two pieces, that could be related with the explant process. Therefore; the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint was received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.